Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the leg section and the locking mechanism to attach the leg section to the table were damaged. Due to the damage, the left side of the leg section was not properly attached to the table resulting in the reported event. The cmax surgical table operator manual states (3-4), "b. Insert both leg section installation rods into seat frame until fully engaged. Listen for "click" sound to indicate correct installation (see figure 3-8).c. Pull leg section (both sides) to ensure correct installation. D. Also, press leg up and leg down hand control buttons and verify lcd display reads a changing angle value to ensure leg section has been installed properly." The table was installed in 2008 making it approximately 13 years old and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The cmax table operator manual states (5-8), "verify head and leg sections locking devices 2 x per year." The technician replaced the leg section, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during patient transfer at the end of a procedure the leg section of their cmax surgical table began to drop and the patient slid off of the table. The patient was taken for a CT scan; no injuries were associated with the reported event.